Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (220-250). Reportedly, elevated blood glucose levels were due to other health reasons not caused by the pump. Customer is working with her health care professional on the reported issue.